Event description:
During a coronary stenting procedure, the balloon of the cypher stent ruptured at 16 atm. The target lesion was not calcified or tortuous. There was no pt injury.

Manufacturer narrative:
The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.